Event description:
The patient presented in clinic following an alert. Further interrogation revealed the device was in backup mode. A software download was attempted, however, was unsuccessful as an error message occurred and the software download was aborted. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of device in backup operation and error message were confirmed. Analysis of the device image revealed that device went into backup mode due to a reset error which is consistent with an integrated circuit anomaly. The device could not be restored from backup mode by reloading product code. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.